Event description:
It was reported that an asymptomatic patient presented in the operating room for a scheduled lead revision due to a lead dislodgment issue discovered during a prior procedure. Lead was repositioned without any issues and the procedure was successful. The patient was stable prior, during and post procedure and will continue to be monitored.